Manufacturer narrative:
This report is filed on june 16, 2017.

Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient experienced retention issues with the device. Subsequently, the patient underwent a procedure on (B)(6) 2017, in order to reduce the skin flap tissue. During the procedure, the silicone of the receiver stimulator was inadvertently damaged by the surgeon. The device was explanted, and the patient was reimplanted with another cochlear device during the same surgery.